Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic hepatectomy procedure, when the nurse tried to check the function of the jaws, the jaws would not open even after several tries. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the presence of a full complement of staples. Functionally, the jaws did not open. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause was identified as a quality issue with a component obtained from a supplier. Replication of this condition may occur when there is increased interference with the collar tube. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.